Manufacturer narrative:
Initial 2 of 2. Common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports "the issue is that when the water sachet is broken open it seeps out of the packaging that holds the catheter within 30 seconds. This occurs with 40-50% of the catheters. Also, EU keeps the catheters in his pocket and sometimes the water sachet breaks open unintentionally." This emdr covers the unknown number of catheters associated with an unknown number catheters from an unknown number of mu with unknown lots.